Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer went to the emergency room and was subsequently hospitalized. The customer experienced a blood glucose (bg) level of 580 mg/dl and a high ketone level identified as dangerous by healthcare provider. Customers bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy.